Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient experienced a decrease in hemoglobin levels leading to a ¿collapse of the patient¿. Marcumar had been stopped since (B)(6) 2017. The patient was admitted to the intensive care unit and was transfused with 3 units of red blood cells. A gastroscopy found no bleeding site. On (B)(6) 2017, a capsule endoscopy found possible duodenal bleeding. On (B)(6) 2017, an intestinoscopy found bleeding near the pylorus, requiring a hemoclip. The patient was transfused with 2 units of red blood cells on (B)(6) 2017. The bleeding reportedly resolved by (B)(6) 2017. No additional information was provided.